Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out orf range. The device presented a red call doctor alert. The lead remains in service. No adverse patient effects were reported.